Event description:
Follow up information identified the infection is considered resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced infection at the ipg site. During a routine two month follow up appointment, the physician noted the ipg pocket site edges had yet to heal and looked like it had pus. The physician took a culture of the area, although results are unknown at this time. The edges of the ipg later became visible, and the physician decided at that time to immediately explant the system. To address the issue, the physician explanted the system on (B)(6) 2020. No visible signs of infection were found at the lead insertion point. Oral antibiotics were prescribed to the patient.